Event description:
It was reported by the physician that he was given a catheter by one of his nurses. He reported 4-5" of uncoiled wire was out of the intact end. Upon examination, he pulled (not hard) on the wire and it broke off inside of the catheter. Additional information received on 02/09/2009, from the sales representative states there was no x-ray performed. The physician didn't think there would be enough to show up since the catheter itself was all together. The nurse that removed the epidural stated since the patient underwent a total hip replacement they were unable to curl up for the removal of the catheter. The patient was placed on their side. The nurse also reported there was some resistance during removal, but no more than usual.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.